Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved on (B)(6) 2012. The event was assessed by the investigator as not serious and related to the device.

Event description:
It was reported that there was a stimulation/therapy issue, insufficient lumbar stimulation. Actions required as a result of the event were hospitalization and implantation of additional peripheral nerve stimulation (pns) leads. It was noted that deviation should be created for pns implant. The outcome was missing.

Manufacturer narrative:
Concomitant product: product ID 3999, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).